Manufacturer narrative:
Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified both inguinal regions. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilation. However, during the first inflation at the nominal pressure, the balloon ruptured immediately. The device was removed without any problem using the normal method, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.